Event description:
Implanted mammary prosthesis removed in the operating room under general anesthesia due to infection. Procedure was tolerated well with no further problemdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, anticipated adverse reaction - short term. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded, device permanently removed from service. The device was destroyed/disposed of.